Event description:
Iab was inserted transthoracally; pt was weaned from cp bypass and transferred to ICU after a difficult CABG x3. Blood was noted in the tubing a few hrs post insertion. The iab was removed and not replaced due to the pt's stable condition.